Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent left knee revision surgery on (B)(6) 2009, and was inserted with another optetrak device. On (B)(6) 2022, plaintiff underwent the subsequent left knee revision surgery in order to replace the optetrak device, approximately 13 years 4 months post procedure. Plaintiff continues to experience pain and discomfort on a daily basis in both knees which limits her daily activities and quality of life. No device return anticipated due to this being a legal case. No further information.

Event description:
Additional information: revision operative report left knee for (B)(6) 2022. Preoperative diagnosis: periprosthetic osteolysis of internal prosthetic left knee joint. Procedure findings: instability, osteolysis, patellar loosening and osteolysis. The left knee was examined and showed moderate effusion with significant joint laxity. There was significant effusion and synovitis. No purulence. There was delamination of the polyethylene but no evidence of prothesis loosing. The poly was removed. The femoral and tibial components were removed without significant bone loss. The patella was also removed because it was worn with significant osteolysis. A sterile compressive dressing was applied. Patient tolerated the procedure well and was transferred to the recovery room in stable condition. Patient was revised to another company¿s devices. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g3/g4, h6 expiration and manufactured dates are unknown; serial number not determined. 510k number updated. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.